Event description:
A caller reported a malfunction on the pump, identified without any prior notable events, with a malfunction code labeled as malf 0. There was no reported adverse impact to the customer's blood glucose level. Customer technical support provided information on how to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support if the malfunction code reappeared, which the caller acknowledged and understood.